Manufacturer narrative:
Date sent to the FDA: 8/22/2007. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a sling procedure in 2007. During the procedure, when the physician removed the inserter, the mesh came out with it. A different type of device was used to complete the procedure.